Manufacturer narrative:
(B) (4).

Event description:
MRI revealed a 2.1 x 1.4cm lesion prior to the l1 and l2 vertebrae in the region of the tip of the catheter consistent with an intrathecal granuloma. The pump medication was changed from morphine to normal saline. Further information is being requested from the hcp.